Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise resulting in pacing inhibition with asystole greater than two seconds in duration. The patient reported blacking out. Attempts to re-create noise during non-invasive troubleshooting was unsuccessful. Surgical intervention was performed and the lead was capped and replaced. The physician indicated that there was evidence of lead fracture observed of fluoroscopy imaging.